Manufacturer narrative:
The reported event for ¿sensing anomaly¿ was confirmed. As received, a complete lead was returned in two pieces [connector portion (a), 17.4 cm & distal portion (b) 35.4 cm ] with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external abrasion breaching the outer insulation exposing the outer coil noted at 8.0 cm to 9.0 cm from the connector pin of portion (a), caused by friction from the device can. The cause of the report event of ¿sensing anomaly¿ was isolated to external abrasion breaching the outer insulation and exposing the outer coil caused by friction from the device can. All other damage noted is consistent with procedural damage. *the inactive lead was removed for reasons unrelated to this event and evaluation for this event was completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that there was oversensing due to noise on the atrial lead. The lead was capped on (B)(6) 2019 and replaced. The patient was stable before, during and after the procedure.